Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that back-to-back testing was performed on the urisys 1100 which, for test 1, yielded a protein result of 100 mg/dl and a glucose result of 250 mg/dl, while test 2 showed values of negative for protein and normal for glucose. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
No investigation was done on the suspect device as the urisys 1100 device was not returned. The customer did return the chemstrip 10 md urine test strips. All results using the returned strips were in accordance to the testing plan. There were no false negative results at the urisys 1100 device observed.